Manufacturer narrative:
E1 - initial reporter postal code: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ripped. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that the patient controlled analgesic cord was not secure when connected to pump. Device evaluation revealed a torn downstream occlusion seal. There was no patient involvement.